Event description:
It was reported that the patients right atrial (ra) lead was exhibiting high impedance levels, and a possible fracture is suspected. During a device changeout procedure a visual inspection was done and the high impedance levels were not able to be reproduced with extensive testing, lead manipulation, and analyzer testing. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5068-58, lead; implant: (B)(6) 2000. (B)(4).